Manufacturer narrative:
The complaint of an alarm on the 146870489 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13493399 was reviewed and no relevant non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event occurred on an unknown date involving primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that this product has been causing occlusion errors - primarily proximal, but reportedly some distal. The customer has seen where the cassette tests won't even pass. There was unknown patient involvement and unknown patient harm reported.